Event description:
It was reported by the rep that the device was used during a laparascopic cholecystectomy procedure. It was reported that the er320 was not firing properly. It began to spit out clips on each firing. A second er320 was opened to complete the case. There was no consequence to the pt.